Event description:
This patient underwent stent and coiling placement within a wide-neck cerebral aneurysm of the internal carotid artery (cavernous sinus portion). After properly inserting the enterprise stent (4.5 x 22mm) 21 dcs coils and 8 gdc coils were placed within the aneurysm uneventfully and the procedure was concluded. There were no problems immediately postoperatively and the absence of any health damage was confirmed. Two day later the patient developed mild abducens palsy. Since diplopia was present, decadron 8mg/day intervenous drip infusion was started. Four days later, scattered small infarcts observed on mra scans. No symptoms attributable to the infarcts. Eight days post procedure, the patient was discharged, no change in the mild symptoms of abducens palsy.

Manufacturer narrative:
The product remains implanted and will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This device is similar to USA product.